Manufacturer narrative:
Additional information received from (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to treat an area of the mid sfa using a turbohawk device. The target treatment area was within a deployed stent. During use, the device became engaged with a stent strut. The physician pulled back the device into the sheath and attempted to remove the device. While removing the device, a perforation occurred at the right iliac aorta bifurcation. The patient required surgical intervention to repair the perforation in the right iliac artery. It was reported that the patient expired two days post procedure. The cause of death was cardiopulmonary arrest. Evaluation summary: the device was received for evaluation. Visual examination of the distal assembly showed struts from a stent protruding from the cutter window and one strut penetrated the pet and tecothane layer distal to the cutter window. The cutter was retracted and the stent struts were distal to the cutter. A separation occurred of the distal assembly between the torque shaft and torque shaft adapter. All hinge pins were intact and accounted for.

Manufacturer narrative:
Corrected information: sex, date of birth.